Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2019-aug-23. The patient called back and stated that they have been through 3-4 different healthcare professionals (hcp) who have confirmed that the leads are in the wrong area. The patient stated that the trial was amazing and they could do everything and they wanted to never have it taken out. The patient stated that since the device was implanted they have had no relief and it has only gotten worse over the past 8 months, and they are in pain. Patient was looking for x-rays for the new hcp to see where the trial lead was placed. The patient repeated that the surgery took 3 hours, but it was only supposed to take 45. The patient wanted a call from the manufacture representative (rep) that day. The rep responded on (B)(6) 2019 indicating that the number they have for the patient is not working. No further complications were reported/are anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial#: (B)(4), product type: lead. Product ID: 977a260, serial#: (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient¿s trial system was effective, and they have not had therapeutic effect since implant of the full system. It was reported that healthcare provider (hcp) could not get the back into the same place due to scar tissue, and the surgery took 3 hours instead of 45 minutes. The patient was instructed by their former hcp to look for a new hcp to do a lead revision. The patient¿s ins was adjusted to address foot drop on the left side and pain in the patient¿s back. It was noted that the device was working, but it was not working for the patient. The patient was very upset with the manufacturer representative. No further complications are anticipated.

Manufacturer narrative:
Product ID 977a260 lot# serial# (B)(4) implanted: (B)(6)2018 explanted: (B)(6)2019 product type lead product ID 977a260 lot# serial#(B)(4) implanted: (B)(6)2018 explanted: (B)(6)2019 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the device was removed because the hcp put the battery and leads in the wrong position. No further complications were reported.